Event description:
Bilateral augmentation with heyer schulte implants. Several months later had a left breast biopsy and the implant was injured requiring replacement. Now has implants that are hard and possibly ruptured. Pt underwent bilateral capsulectomy, removal of ruptured bilateral silicone implants. (Ruptured within the capsules). Bilateral breast biopsy. Pt was augmented with silicone implants bilaterally.